Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating "pentax model of-b194 valve stuck in the cylinder during the examination". No adverse events were reported to have occurred to the patient or user. The customer returned the valve to the manufacturer for evaluation. The manufacturer confirmed there was not defect on the assembly and the valve was fully functional. Therefore, the malfunction could not be reproduced. Given the findings the manufacturer reasonably concluded that the user did not use silicon oil to lubricate the valve. The lack of silicon will cause friction between the air/water valve and the cylinder. This increase friction will prevent the valve from react.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2014, a representative from the manufacturer visited the clinic and explained about applying the silicon oil to the valve. On 22/jul/2016, device history review was performed confirming the valve was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since no further information has been received for this event, pentax medical considers this medwatch report closed.